Event description:
It was reported that the day after implant, both the right atrial (ra) lead and right ventricular (rv) leads had intermittent loss of capture. Fluoroscopy showed that both leads had dislodged. The patient also experienced diaphragmatic stimulation. Both leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable pacing lead, 2014 (B)(6). (B)(4).